Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vicmo13.7 implantable collamer lens of diopter -17.5 into the patient's right eye (od) on (B)(6) 2024. On (B)(6) 2023 the lens was explanted due to excessive vault. That same day in a separate surgery a shorter length lens was implanted and the problem was resolved. Cause of event reported as unknown and the reporter stated "the day after the surgery, the eye pressure of the patient was 40mmhg and the lens almost touched the iris."